Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence shortly after being catheterized. The physician determined one of the cuffs had fluid loss. The cuff was explanted and replaced. No further patient complications reported.